Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s family member reported via phone call that customer experienced low blood glucose. Blood glucose reading was 46 mg/dl. The customer stated that cannula of sensor was bent. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.